Event description:
Name of procedure being performed: unknown. Detailed description of event. Facility: [name] general hospital. Subject of complaint: the sterilization pack had hole. This is a complaint from the market. Administrative no.(B)(6). Please refer to the complaint sheet for investigation. Report from the sales rep when it was confirmed before the surgery, the sterilization pack had a hole. The case was completed with the new one. The facility said that the products stored together had no damage such as collapsed boxes, only this product had damage to the sterilization pack. Initial investigation report the event unit was returned to us and visually inspected. It was confirmed that the sterilization pack had a hole (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(6) products available for return: 1 unopened sterilized pack. Patient status: no patient involvement (before use). Type of intervention: the case was completed with the new one.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown. Detailed description of event facility: [name] general hospital. Subject of complaint: the sterilization pack had hole. This is a complaint from the market. Administrative no.c22254945. Please refer to the complaint sheet for investigation. Report from the sales rep when it was confirmed before the surgery, the sterilization pack had a hole. The case was completed with the new one. The facility said that the products stored together had no damage such as collapsed boxes, only this product had damage to the sterilization pack. Initial investigation report the event unit was returned to us and visually inspected. It was confirmed that the sterilization pack had a hole (pic.1). The unit will be returned to amr for further evaluation. Admin# c22218848. Products available for return: 1 unopened sterilized pack. Patient status: no patient involvement (before use). Type of intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a hole in the packaging. Based on the condition of the returned unit, it is possible that the hole in the packaging was caused by contact with a sharp object during manufacturing or improper handling of the unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.